Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: tyvek or thermoform sticking.

Event description:
Healthcare professional, through sales representative, reported "top layer peel off was stuck to and pulling the next layer off". The device was not implanted. There was no patient involvement.